Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that beginning (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring as high as 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient¿s health care provider had adjusted the pump¿s basal rate on (B)(6) 2018. The reporter alleged the delivery amounts in history don¿t match the programmed amounts. Troubleshooting by animas customer support revealed the basal delivery totals in the total daily dose matched the active basal program totals and the basal history matched the active basal program settings. However, the bolus totals do not match with a >5% difference. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.